Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was found to have physical damage on the shocking electrode end. The physician dislodged the lead tip and cut the distal portion of lead off while putting in a left ventricular assist device (lvad). The lead was surgically abandoned. No additional adverse patient effects were reported.